Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). The cobas pro analytical unit serial number is (B)(6). A field service engineer (fse) performed a decontamination of the ion-selective electrode (ise) flowpath. No cause was established. An ise check was performed for verification. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas c 303 analytical unit for 2 patients. Patient 1's initial result with a cobas pro was 148 mmol/l. The repeat result on the cobas pure c303 analyzer was 139 mmol/l. Patient 2's initial result on the cobas pure c303 was 150 mmol/l. The first repeat result was 148 mmol/l. The second repeat result was 144 mmol/l.

Manufacturer narrative:
Qc and calibration were passing at the time of the event. The provided alarm trace did not contain a conspicuous event. During a second visit, the field service engineer (fse) replaced the reference electrode, sample probe, and dilution vessel before successfully verifying system precision. The investigation was unable to determine a direct root cause; however, the service actions have resolved the issue.